Event description:
The distal end of the cable was not connected to the endoscope, but was resting on the surgical drape, on top of the pt. There was a hole in the drape where it contacted the light cable. The pt was burned at the hole in the drape. The size of the burn was smaller than a dime. The burn was very red around the perimeter with white blistering in center.